Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate high was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 (submission 09/24/2012)-device evaluation: lifescan received the test strips involved with the complaint and completed device evaluation on (B)(4) 2011. The returned test strips failed testing. Investigation revealed that the control solution test with the returned test strips read outside the expected range.